Event description:
The hospital reported the tubal grasper started to cautterize when it was placed in the trocar and an "electrical circuit malfunction" error message was received. The device was taken out of use. There was no allegation of harm.